Event description:
The user facility reported when the surgeon was at the final clean up of the capsule during cataract extraction surgery, there was a surge that produced a trampoline effect and the capsule broke. A vitrectomy was performed and a three piece lens was placed in the sulcus.

Manufacturer narrative:
The sterilization and lot history records have been reviewed and found to be acceptable.